Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot#73m1700229 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use the stapler/staples jammed when in contact with the skin. Clinical consequences: light injury on the skin of the patient. Waste of time. Additional information indicates that there were no patient consequences.